Event description:
The pt's wife called on behalf of her husband who has been in pain since his surgery 2 years ago.

Manufacturer narrative:
Add'l info has been requeted and if received, will be provided in a supplemental report.